Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated nor identified. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the image quality was degraded to the point where the system was unusable. No patient injury was reported.